Event description:
It was reported that the t1 and t2 was deployed together. All t's were removed. There was no significant delay or patient injury reported.

Manufacturer narrative:
Two 72202468 fast-fix 360 curved needle delivery system devices received inside one shelf carton. There were two complaints generated. These are not serialized devices. They did not come labeled with their respective complaint numbers. They will require evaluation together which will be shared with both complaints. The complaints stated: ¿it was reported that the t1 and t2 was deployed together. All t's were removed. There was no significant delay or patient injury reported.¿ one set of t1, t2 and suture were returned. This set was not identified back to one of the complaints opened. The anchors were cinched close together. T2 had suture knotted at the body. T1 had suture looped around and cinched lengthwise. This condition is not optimal for proper anchor fixation. Device #1 was visibly bent and bowed. The depth limiter was retracted as far as possible. The device no longer cycled or actuated due to the deformed needle. The actuator was seized at the distal tip of the needle track. Device #2 was not bent or bowed although the delivery curve was slightly flattened. The depth limiter was slightly creased and pinched. This is consistent with resistance from tissue during attempted placement. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacture of the devices was confirmed. Second device reported in case (B)(4).

Event description:
It was reported that the t1 and t2 was deployed together. All t's were removed. There was no significant delay or patient injury reported, a backup device was used to complete the surgery.